Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian female had impella cp smart assist pump inserted. The patient had hemolysis after insertion of impella and as a result an unknown amount of haptoglobin was administered.